Event description:
It is reported that the patient's sensor insulin pump displayed a button error. The patient's blood glucose level was 106mg/dl. Trouble shooting was conducted and we explained the possible causes for the alarm. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump buttons responded properly. However, corrosion was noted at the keypad traces. No button error alarms were noted. The insulin pump was received with bleeding display glass. The insulin pump was received with minor scratches on the display window and a cracked case at a display window corner.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.